Manufacturer narrative:
This product malfunction was originally reported under an alternative summary report (e2000003). The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report e2000003 has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. The product was returned for analysis and the reported complaint could not be observed. No cartridge was returned. Additional observations were as follows: iol returned pressed down into well area of iol case base, resulting in deformation of the iol. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and is returned adhered to the optic. One haptic is adhered to the optic surface with solution. The optic is cracked/fractured and scratched/marked-rejectable. Unable to conduct dimensional and folding testing due to condition of returned sample. No cartridge was returned. The product investigation could not identify the root cause for the reported complaint " low elasticity" as only the iol was returned for evaluation. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the iol contributed to the event. A functional test (dimensional) to check the dimensions of the lens could not be conducted due to the condition of the returned sample. Folding testing could not be conducted due to the condition of the returned sample. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) had difficulties going through a cartridge and hard to unfold, low elasticity. Additional information was requested.